Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted adjacent to abrasion on the longer exhaust tube of the pump, indicating the tubing had kinked onto itself. This is a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. These were not sites of leakage. Abrasion was also noted on the inlet tube of the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the longer exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot 5297878

Event description:
According to available information, this device required replacement, as it was not properly filling. During the replacement procedure, it was noted that there was a cut in the tubing near the pump on the right side. No other adverse patient effects were reported.